Manufacturer narrative:
Medwatch #(B)(4). The customer¿s report of a check valve failure was confirmed. The primary set was visually inspected and no anomalies were observed. The check valve was inspected under magnification and was noted to be assembled in the set correctly with the silicone membrane centered. Functional testing confirmed backflow indicating a faulty check valve. Disassembly of the check valve part resulted in discovery of a particle located between the housing seal area and the affixed silicone diaphragm disk. The particle measured 0.0163¿ long and was identified to be calcium carbonate. The root cause of the check valve failure is a calcium carbonate particle found in the fluid path that prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the calcium carbonate was not identified.

Event description:
The customer reported a primary line check valve failure. There was no report of any patient event; the customer stated the event was an "out of package failure." Received a copy of the customer's medwatch report which stated, "I went to hang a 2g magnesium supplement ivpb, which is to run over 2 hours (25 ml/hr). When I went to start the infusion I noticed the secondary chamber on the tubing was dripping far too fast to be the correct rate. I clamped the tubing going to the patient and grabbed a new set of secondary tubing a new bag of magnesium. I went to start this process over and noticed it was doing the same thing. I called my charge rn to take a look at the set-up and see what she thought. She also agreed that the rate of the magnesium was dripping far too fast to be 25 ml/hr but that the set-up was correct. The pt did not receive any of this magnesium and it was clamped off to the pt below the pump. I then decided to take the whole tubing set up down. The primary tubing had been changed earlier in the day by the rn before me. I went and got brand new primary and secondary tubing as well as a new bag of 2g magnesium. When I went to start the infusion this time it worked as it should. This made me to believe that the primary tubing was faulty that I tried to 2 previous infusions on. If I had walked away after hanging the magnesium ivpb, the first two times it would have gotten to the patient far too quickly. It is now running on the new tubing set up and running at the appropriate rate of 25 ml/hr." The customer confirmed that there was no related patient harm or medical intervention.